Manufacturer narrative:
MDR (B)(4) / initial 4 of 4. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient didn't rotate site location regularly which led to bent cannula on (B)(6) 2026. The blood glucose level was high which was treated with multiple daily injections (mdi).